Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 52x49 mm diameter abdominal aortic aneurysm. The aortic neck was 25-33 mm in diameter from proximal to distal over a length of 60 mm. It was reported that the 36x16x166 endurant bifurcated stent graft was implanted via the left common femoral artery at the level of the right renal artery. Parallax was corrected and the device was successful implanted with no issues. Using a reliant balloon the physician modelled with a balloon the proximal portion of the stent graft for 30 seconds. The physician then ballooned the remainder of the stent graft. A post ap angiogram showed a proximal type 1 endoleak. The physician reinserted the balloon and inflated the reliant balloon for another 30 seconds at a higher pressure. Rao oblique aortogram was performed and the proximal type 1 endoleak appeared to be reduced. The physician stated the cause of the endoleak is unknown and was satisfied with post angiogram and did not want to further treat the patient's endoleak. The patient will be monitored. No clinical sequelae were reported and the patient is fine.